Event description:
The patient was treated with an ointment applied to the wound.

Manufacturer narrative:
A review of inspection results for this lot number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The surface electrode patches were difficult to remove from the patient after the procedure, resulting in a wound to the skin and mild bleeding. Prior to use, the patches were difficult to remove from the coated sheets. Following the procedure, force was necessary to remove the patches from the patient resulting in a wound as well as bleeding.